Event description:
Spacelabs was notified that an xhibit central station viewing telemetry patients lost all waveforms and was out of service for about ten minutes. The customer reported seeing an error message stating the application is not responding. There is no patient harm reported with this event.

Manufacturer narrative:
A spacelabs technical support engineer advised the customer to power cycle the xhibit central station. The customer confirmed proper functionality after the central monitor was restarted. Spacelabs will work with the customer to collect error logs that will be reviewed as part of the investigation. Spacelabs will continue to investigate the reported problem and additional information will be submitted in accordance with 21 cfr 803.56 when available.